Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified striated broken on anterior, non-penetrating nicks and missing shell. Base on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive.

Event description:
Additionally, healthcare professional reported, via the rga, "hx ruptured implants", "fibrocystic breast disease", "right breast pain" and findings indicate right breast "rupture.". Device has been explanted.